Manufacturer narrative:
Upon visual examination, the bearing on the driveshaft was discovered to be broken and the ball bearings were loose inside the handpiece.

Event description:
It was reported that the core impaction drill overheated. Attempts to obtain additional information were made, but were not successful.